Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement a day after implantation. The patient underwent surgical intervention to remove and replace the lead with the same model. During the revision the lead was cut by the physician. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body found a cut in the insulation, terminal boot 2.5 cm from the terminal end consistent to the reported induced damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement a day after implantation. The patient underwent surgical intervention to remove and replace the lead with the same model. During the revision the lead was cut by the physician. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. The lead was later returned for analysis.